Event description:
It was reported that stent migration occurred. The 70-80% stenosed target lesion was located in a mildly tortuous and mildly calcified left anterior descending artery (lad) at the bifurcation of diagonal branch. A synergy ii drug-eluting stent was initially planned to deploy in lad to diagonal; however, after post dilatation, the stent slipped distally. The physician deployed one more stent to cover the proximal part and the procedure was completed. No patient complications were reported, and the patient was fine.

Manufacturer narrative:
Initial reporter address 1: (B)(6).